Manufacturer narrative:
Follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the 12 lead is not picking up all the leads. There was no reported patient involvement.